Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100834057. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms of erosion and discomfort were found to be listed in the IFU. Based on the information available, the conclusion code of known inherent risk was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) implant device had eroded the bass tissue accumulated over multiple procedures. A surgical procedure was performed during which the physician explanted the right cylinder. The physician explanted the pump due to what the patient described as a poking sensation. There were no further patient complications reported.